Event description:
It is reported that the pt was revised for infection.

Manufacturer narrative:
Information was rec'd from a foreign source who is not required to complete form 3500a. Evaluation summary: it was not known at this time if the products implanted were zimmer products. No devices or photos were rec'd; therefore the condition of the components is unk. (B)(4) . Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. (B)(4). Evaluation codes: review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.